Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they were hospitalized for the second time in a month due to low blood glucose. Customer does not recall the blood glucose values at the time of the incidents. The customer states that their bayer meter is giving a lot of error codes and is not reading correctly. The customer experienced unconsciousness at the time of the incident. The customer stated that the pump was dropped and their infusion set stopped sticking. Customer states their blood glucose was over 300mg/dl at that time. Troubleshooting was not completed as customer wanted to talk to bayer about the meter. The insulin pump will not be returned for analysis. See case (B)(4) for additional information.